Event description:
Ous MDR - after an implantation duration of approx. 63 months it was reported that episodes of oversensing were observed since the previous follow-up.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data showed slightly varying sensing values between 8 mv and 15 mv from march 2017 to july 1017 with a further progression around 13 mv until february 2018. The pacing impedance trend curve demonstrated stable values around 600 ohms between march 2017 and august 2017. Subsequently intermittent decreases to 200 ohms were visible. The iegm extract confirmed the artefacts on the rv channel which were mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.